Manufacturer narrative:
Update rec'd 5/29/2014-pfs and medical records received. After review of the medical records the revision operative note confirmed disassociation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim was received along with medical records. The patient was revised because of disassociation of the liner from the acetabular shell.

Manufacturer narrative:
UDI: (B)(4).